Event description:
During initial assessment of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010, therapy started at 23:29, during drain cycle 1. The ultrafiltration (uf) reading was 1990ml, indicating the home patient (hp) drained 1990ml more than their programmed fill volume of 1800 ml. This information gave a total drain volume of 3790 ml, which meets iipv criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.